Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) of rezd2315 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (rezd2315) have been reported from one (B)(4) facility.

Event description:
It was reported that the catheter was implanted on (B)(6) 2016 and the leakage was observed from the insertion of the catheter on (B)(6) 2016. The catheter was removed from patient¿s body on (B)(6) 2016. The damage of the catheter was found at the back side of the 45 cm depth marking.